Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon placed tissue in the crotch of the reload and closed the jaws. He went to fire the device but the device partially fired then stopped. He pressed the firing button again but nothing happened. To correct the condition, tissue was cut from the stuck device and another reload was used to complete the case. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). The device was returned on august 15, 2016.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Staple pushers were visible at the 5 cm cut line with staple protrusion to the 4 cm cut line. Both proximal sutures were severed. The anvil clamping mechanism was deformed. The sled was advanced into the firing portion of the staple cartridge. Knife blade damage was seen during microscopic inspection of the reload. During functional evaluation, the reload was loaded into a pmv representative test handle with a battery pack and an adapter .the reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Proximal sutures were released. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur of the handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur when application is done over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge." Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.